Manufacturer narrative:
During a recent FDA inspection it was observed tht we did not submit a medical device report for additional instances that were already reported. This report is to correct that observation.

Event description:
The radiographic technicians were in another room when they heard a loud noise. Upon investigation they found a wall stand with its bucky cabinet in its lowest position. No injuries were reported.